Manufacturer narrative:
Follow-up #1 (07/29/2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue with the subject meter began on (B)(6) 2011 between 1:00pm-1:30pm. The reporter stated that the patient manages her diabetes with insulin (unknown type and dosage) and denied making any changes to the patient's normal diabetes management routine in response to the reported issue. Approximately five hours after the alleged product issue occurred, the reporter stated that the patient developed symptoms of being "sweaty, weak and limp". The cca was informed by the reporter that the patient did not receive any medical treatment in response to the symptoms. During troubleshooting, the cca was able to walk the patient through the correct testing procedures as recommended per the owner's booklet and issue was resolved. Replacement products were sent to the patient. Although the patient did not receive any medical treatment, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.